Manufacturer narrative:
D10: UDI - (B)(4). Device manufacture date - 03-aug-2023 the investigation is ongoing. A supplemental report will be submitted once the investigation is complete. (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used for treatment in a tortuous, severely stenosed left anterior descending artery (lad) via radial approach. The vessel was approximately 2.75-3mm in diameter. Two low-speed treatments were performed. The oad made an unusual sound prior to the oad driveshaft crown jumping and contacting the spring tip of the viperwire advance coronary guide wire with flex tip. The viperwire spring tip fractured. The radiopaque tip remained in the lad. As attempts to snare the fragment were unsuccessful, the patient was sent to emergent open-heart surgery for bypass to lad. Due to severe aortic stenosis, the patient needed transcatheter aortic valve replacement (tavr); however, after the event the aortic valve was fixed with the bypass to lad. The fractured component was unable to be retrieved. The patient was admitted to cardiac surgical intensive care unit (csicu) after the bypass for observation. The patient was stable. The patient was later discharged to a rehabilitation facility.

Manufacturer narrative:
H6 annex f correction: replace 4625 with 4624. The oad was returned for analysis with the guide wire not engaged. There was no damage or abnormalities identified with the driveshaft or handle assembly that would have contributed to the reported complaint. When tested, the oad functioned as intended without crown jumping observed. Review of the device data log identified two stall events during the procedure. However, it is unknown if the stall events are related to the reported complaint. The cause of the stall events was unable to be determined. The guide wire is fractured near the spring tip. The guide wire core and spring tip sections were sent for scanning electron microscopy (sem) analysis. Sem analysis identified evidence of ductile torsion on the core wire fracture face which indicates the spinning driveshaft made contact with the spring tip leading to the fracture. This is consistent with complaint details which state "the oad made an unusual sound prior to the oad driveshaft crown jumping and contacting the spring tip of the viperwire advance coronary guide wire with flex tip." The root cause of the failure was considered to be use not consistent with the instructions for use (IFU). The coronary orbital atherectomy system IFU (92-10044-01) cautions: "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad driveshaft tip to prevent contact of the driveshaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).